Event description:
Implant date of the excluder bifurcated endoprosthesis was 2004. It was reported the patient presented in the emergency room in 2005 with an ischemic right limb (graft limb occlusion). Angio revealed the right limb had a diminished flow. The clinician ballooned the proximal neck and right limb restoring flow. There was no allegation of product deficiency made by the clinician.